Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stress test, the patient lost consciousness and had a heart rate of 30 bpm. Upon interrogation, the right ventricular lead exhibited undersensing, high threshold, and loss of capture. The lead was explanted and replaced. The patient was doing well and would continue to be monitored.